Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of bent/misaligned iui screw retainer was confirmed. On 29-august-2024, 2 lvps and 1 syr were received unboxed and with paperwork. Verified 2 lvps and 1 syr unit functions normally with no errors when tested along with a lab pcu, unit passes asm check-in testing, no other issues noted. Visual inspection revealed that issue of bent/misaligned iui screw retainer was confirmed. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace of bent/misaligned iui screw retainer. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had bent iui screw retainer. There was no patient involvement.

Event description:
It was reported that the device had bent iui screw retainer. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of bent/misaligned iui screw retainer was confirmed. On 29-august-2024, 2 lvps and 1 syr were received unboxed and with paperwork. Verified 2 lvps and 1 syr unit functions normally with no errors when tested along with a lab pcu, unit passes asm check-in testing, no other issues noted. Visual inspection revealed that issue of bent/misaligned iui screw retainer was confirmed. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace of bent/misaligned iui screw retainer. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.